Event description:
It was reported that during patient use, the arctic sun device had error 113 (reduced water temperature control) sounded, and the flow rate was low at 2.2 l/min. Health professional checked the connector section of the gel pad and found bubbles (air) had entered. To determine whether the cause was on the main unit side or the pad side, it was connected to the verification line, confirming it was the pad side. After reinstalling the pad connector onto the arctic sun unit, the air disappeared, and the flow rate increased to 3 l/min. Treatment continued as is to monitor the situation. Subsequently, a similar issue recurred approximately three hours later. Body temperature control was maintained, so patient treatment continued. After treatment completion, the responsible staff member visited while the health professional was performing a running check. To investigate the pad defect, the pad hose was stripped, revealing multiple locations where the tube was crushed. Further crushing of the tube during operation was observed. The storage box showed no abnormalities. It was unlikely the tube was crushed by contact with the patient, bed, or other peripheral equipment during treatment, raising concerns about a potential manufacturing defect. Information was requested regarding similar cases and the number of occurrences. The affected item has been discarded as it was used on a patient. Per follow up information received via task on 17oct2025, the number of products affected (gel pad) was unknown. Sample was not available. No impact to the patient. The flow rate was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use, the arctic sun device had error 113 (reduced water temperature control) sounded, and the flow rate was low at 2.2 l/min. Health professional checked the connector section of the gel pad and found bubbles (air) had entered. To determine whether the cause was on the main unit side or the pad side, it was connected to the verification line, confirming it was the pad side. After reinstalling the pad connector onto the arctic sun unit, the air disappeared, and the flow rate increased to 3 l/min. Treatment continued as is to monitor the situation. Subsequently, a similar issue recurred approximately three hours later. Body temperature control was maintained, so patient treatment continued. After treatment completion, the responsible staff member visited while the health professional was performing a running check. To investigate the pad defect, the pad hose was stripped, revealing multiple locations where the tube was crushed. Further crushing of the tube during operation was observed. The storage box showed no abnormalities. It was unlikely the tube was crushed by contact with the patient, bed, or other peripheral equipment during treatment, raising concerns about a potential manufacturing defect. Information was requested regarding similar cases and the number of occurrences. The affected item has been discarded as it was used on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use, the arctic sun device had error 113 (reduced water temperature control) sounded, and the flow rate was low at 2.2 l/min. Health professional checked the connector section of the gel pad and found bubbles (air) had entered. To determine whether the cause was on the main unit side or the pad side, it was connected to the verification line, confirming it was the pad side. After reinstalling the pad connector onto the arctic sun unit, the air disappeared, and the flow rate increased to 3 l/min. Treatment continued as is to monitor the situation. Subsequently, a similar issue recurred approximately three hours later. Body temperature control was maintained, so patient treatment continued. After treatment completion, the responsible staff member visited while the health professional was performing a running check. To investigate the pad defect, the pad hose was stripped, revealing multiple locations where the tube was crushed. Further crushing of the tube during operation was observed. The storage box showed no abnormalities. It was unlikely the tube was crushed by contact with the patient, bed, or other peripheral equipment during treatment, raising concerns about a potential manufacturing defect. Information was requested regarding similar cases and the number of occurrences. The affected item has been discarded as it was used on a patient. Per follow up information received via task on 17oct2025, the number of products affected (gel pad) was unknown. Sample was not available. No impact to the patient. The flow rate was unknown.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that during patient use, the arctic sun device had error 113 (reduced water temperature control). Reported issue root cause: the root cause for the reported event could not be determined. Repairs related to the reported issue: the flow rate was low at 2.2 l/min. After reinstalling the pad connector onto the arctic sun unit, the air disappeared, and the flow rate increased to 3 l/min. Treatment continued as is to monitor the situation. Subsequently, a similar issue recurred approximately three hours later. Body temperature control was maintained, so patient treatment continued. After treatment completion, the responsible staff member visited while the health professional was performing a running check. Information was requested regarding similar cases and the number of occurrences. The affected item has been discarded as it was used on a patient. Per follow up information received via task on 17oct2025, the number of products affected (gel pad) was unknown. Sample was not available. No impact to the patient. The flow rate was unknown. The reported issue was inconclusive. The root cause for the reported event could not be determined. The flow rate was low at 2.2 l/min. After reinstalling the pad connector onto the arctic sun unit, the air disappeared, and the flow rate increased to 3 l/min. Treatment continued as is to monitor the situation. Subsequently, a similar issue recurred approximately three hours later. Body temperature control was maintained, so patient treatment continued. After treatment completion, the responsible staff member visited while the health professional was performing a running check. Information was requested regarding similar cases and the number of occurrences. The affected item has been discarded as it was used on a patient. Per follow up information received via task on 17oct2025, the number of products affected (gel pad) was unknown. Sample was not available. No impact to the patient. The flow rate was unknown. A DHR review is not required as the serial number is unknown. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.